Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were hospitalized due to inaccurate readings on the cgm in which they did not provide values. The patient stated they did not recall going to the hospital or how they arrived there. The patient indicated that based on the value displayed on the cgm, they did not make any treatments; however, when his finger stick reading was taken at the hospital, his bg reading was 40mg/dl and was treated with d50 shots and d50 drips of oxygen. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.